Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels. The customer's bg level ranged from the 50's to 72 mg/dl. The customer treated the bg level by consuming juice.